Event description:
It was reported that during a gastric septation procedure, the device only stapled, but did not cut. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Wrong component assembled. Eval summary: the analysis results found that the 6tb45 device was rec'd in good visual condition with a cartridge loaded in the device. The cartridge was rec'd fully fired. While performing the analysis it was noted that the device had the knife missing and a wedge band was in its place, that is, three wedge bands were found in the device. The device was tested for functionality and it fired and formed all staples as intended, however it did not cut, due to the wedge band assembled instead of knife. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. The batch history records were reviewed with no anomalies noted during mfg process.